Event description:
False positive result (s). User believes that they received false-positive results. User stated "on (B)(6)2022 I took a flowflex covid 19 antigen home test that was positive , repeated on (B)(6) 2022 still positive , repeated on (B)(6) 2022 still positive . On (B)(6) 2022 I had a pcr test that was negative."

Manufacturer narrative:
Batch records, final product and qc records were reviewed for cov2010002.no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with dmr. Test results of retained cov2010002 can meet the qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified.